Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source did not recognize 190 scopes and had error message, communication error. The issue occurred during inspection for use. There were no reports of patient harm,